Manufacturer narrative:
Additional information was received: the outer wall of the artery was calcified and the artery was slightly tortuous. The minimum access vessel diameter was noted to be small for use with the delivery catheter system (dcs). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the right femoral artery using the inline sheath, the delivery catheter system (dcs) was unable to advance past a pre-existing stent in the right common iliac artery. A stiff wire was used and the dcs was rotated in attempts to advance but were unsuccessful. A 14 french sheath was used and when the dcs was passed through the sheath and advanced, the stent was dislodged. The dcs was removed and the stent was snared through the sheath. The nosecone showed scrapes from the stent. Another manufacturer¿s product was used for implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The deployment knob of the dcs appeared to retract and advance the capsule. The dcs was returned with the end cap/screw gear snap fit connected and the capsule was fully closed. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Delamination was observed along the proximal end of the capsule. There was damage in the form of scratch marks noted on the surface of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. If information is provided in the future, a supplemental report will be issued.